Event description:
It was reported that three weeks prior to the event, the patient fell. Since the fall, the patient has reported that the device seems to be movable in the pocket and causes discomfort with arm movement. The patient will receive a new mobile communicator to gather device data which the physician will use to confirm normal device and lead function. The patient will continue with normal follow ups and no additional patient consequences were reported.